Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastric vein using pod packing coils (pod pcs), pod coils, and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was tortuous. During the procedure, the physician placed a pod coil in the target vessel using the lantern. While advancing a pod pc approximately three centimeters out of the distal tip of the lantern, the physician experienced resistance. Afterwards, the physician made two additional attempts to advance the pod pc; however, the same issue occurred. Subsequently, while the physician attempted to retract the pod pc, the pod pc became stuck and the physician was unable to retract the pod pc into the microcatheter. Therefore, the lantern and the pod pc were removed together. The procedure was completed using additional pod pcs, a pod coil, and the same lantern. There was no report of an adverse effect to the patient.